Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician gained venous access via the patient groin and put a wire up the superior vena cava (svc), followed by dilator and transeptal access system. The physician used a mechanical brk needle for transeptal puncture (tsp). Upon dropping onto the septum, the brk needle prematurely exited the distal end of the dilator. It was suspected that it nicked the heart in an unknown location in the right atrium, however it was not confirmed via imaging. An effusion sweep was completed after the brk needle, and there was none noted. The procedure continued and the 24mm closure device was successfully implanted in the laa. Another sweep was done to check for an effusion, and a small effusion was noted at this time. No intervention was required to treat the effusion, and the patient was discharged with no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician gained venous access via the patient groin and put a wire up the superior vena cava (svc), followed by dilator and transeptal access system. The physician used a mechanical brk needle for transeptal puncture (tsp). Upon dropping onto the septum, the brk needle prematurely exited the distal end of the dilator. It was suspected that it nicked the heart in an unknown location in the right atrium, however it was not confirmed via imaging. An effusion sweep was completed after the brk needle, and there was none noted. The procedure continued and the 24mm closure device was successfully implanted in the laa. Another sweep was done to check for an effusion, and a small effusion was noted at this time. No intervention was required to treat the effusion, and the patient was discharged with no further complications.